Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced positional stimulation when bending or lying back. Reportedly, surgical intervention was undertaken during which time the lead was explanted and replaced with a different lead. Stimulation has been regained.